Event description:
(B)(6). Date of event: (B)(6) 2014. According to the information received, a catheter was inserted normally. After a few days the catheter broke off while the patient was being held by his mother. The catheter was torn at the area where it separates into 2 tubes/lumens. The part that was still inside the patient was pulled out easily as it was sticking out. It was reported that local anesthesia was used to pull out the broken catheter and a new catheter was inserted.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.